Manufacturer narrative:
D3. Manufacturer email: (B)(6). E1: initial report address 2: (B)(6).

Event description:
It was reported that the console failed self-testing due to a shutter failure. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.